Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer and visually inspected. Results: the visual inspection revealed a crack on the side of the chamber dome. Dents were also observed on the base of the complaint chamber. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is most likely that the damage to the chamber was due to impact. The nature of the cracking, and the fact that it was found before use of the chamber, suggests that the damage occured during transportation or storage of the chamber. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber was cracked. This was reported prior to patient use.